Manufacturer narrative:
The lifeband associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported that the autopulse platform (sn: (B)(4)) malfunctioned and failed during a patient call. The ems crew switched to manual CPR, however, the patient did not survive. As reported by the customer, the lifeband (lot # unknown) was replaced later, and the autopulse platform appeared to be functional with no error messages, displaying 2 green led lights for the battery charge status. It is unknown whether the user replaced the lifeband during the patient call or after the call. The customer did not provide information regarding the relationship between death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device. Later, during a morning inspection, the autopulse platform displayed an unknown error message. No further information was provided by the customer. Please see the following related MFR report: MFR # 3010617000-2020-01155 for the autopulse platform (sn: (B)(4)).